Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender (egb). The event occurred in the netherlands. Through follow-up communications, livanova learnt that an error message popped up on the screen, reporting a gas blender alarm. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic gas blender (egb) showed flow of 0,3 l/min despite the set value of 0 l/min. After restarting it, the egb worked as expected. Reportedly, the issue occurred multiple times, but it is not always reproducible. There was no patient impact.